Event description:
B)(4). Device was paid for partially by insurance. I had horrible periods. Heavy bleeding and cramps. My hair fell out in handfuls and still does. I had brain fog real bad and could not articulate a intelligent complete thought. The coil migrated to the end of my fallopian tube on the right side and caused me horrible pain. And I had bleeding after sex and between periods. I had to have a full hysterectomy to remove the device. I had a huge pyllup in my cervix